Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the hemostatic probe tip was found absent after the physician performed hemostasis and during removal of the bicoag probe. Therefore, the physician used the scope to look for the tip and found it in the wall of patient's stomach. The physician used a grasping forceps to retrieve the tip, which took less than 5 minutes. The intended procedure was an oesophagogastroduodenoscopy with gastrointestinal tract bleeding. The intended procedure was completed with the same device. There were no reports of further patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated d9, e1, h2,h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device underwent visual inspection which confirmed the customer allegation. It was noted that the probe tip was broken off the device. The device was examined further and there appeared to be no kinks or damage to the sheath. There was a crack near the very distal end of the sheath where the probe attaches to the device.the probe itself did not have any physical damage other than being detached from the sheath. Residue was stuck to the probe. Based on the results of the investigation, the adhesive strength of the sheath and probe decreased, and a stress exceeding may have been applied. The cause of the crack at the sheath tip could not be determined. Olympus will continue to monitor field performance for this device.